Event description:
With a pt on the table during a procedure, unexpected articulation of the leg section occurred while using table side tilt function. It was reported the movement could not be stopped until the leg section went to full down position. Pt did not fall from table, hospital staff supported pt until leg section could be brought back to level. Pt was examined, no injury to pt.